Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Dimensional evaluation of returned device found product to be within appropriate design specifications. No conclusions could be drawn about why the locking ring would not lock. The user facility was notified of the event on (B)(6), 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 2011. During the procedure, the surgeon impacted a size 54mm acetabular cup, but found that the acetabular liner would not lock into the acetabular cup. The procedure was completed using another size 54mm acetabular cup, but only after a delay of more than half an hour had occurred.